Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
Following deployment of the zenith flex body during evar on a pt in 2008, an attempt was made to withdraw the first safety wire prior to releasing the top cap. The safety wire came 20mm and stopped. It took massive force to remove this. Considerable force was also required to push the top cap off the graft. The procedure was completed without further complication. Patient is doing well.